Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a failed multiple broken drawers with half-height cubie pockets. A field service engineer troubleshot with drawer 4.1 not detected on bus and reseated all cables to resolve the issue was resolved. Noticed that the cubie pocket d0 not on bus drawer and escalated the issue to technical support specialist and replaced scanner usb cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation system had multiple a broken drawer with multiple failed half height cubie pockets. The user was unable to dispense medication resulting in pharmacy having to provide required medications. There were no adverse events or injuries reported due to this issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a broken drawer and multiple cubie/drawer failures. The field service engineer resolved the 4.1 not being on bus issue by reseated all cables going to drawer and also replace scanner usb cable. The fse found drawer was reading pocket d0 not on bus, issue was unresolved after multiple attempts. It was escalated to tsc, and new case was opened. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had multiple a broken drawer with multiple failed half height cubie pockets. This issue resulted in the user not being able to remove medications for a patient and the pharmacy had to provide the medications to the user. Additionally, the customer reported there were no delays in patient workflow. There were no adverse events or injuries reported due to this issue.